Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.2 failed to close due to a misaligned cubie tray and a broken cubie. A field service engineer observed that several cubies were not properly secured within the drawer, which hindered its complete closure. After powering down the station, the engineer examined the drawer and discovered that the cubie tray was misaligned, and one cubie was damaged, rendering it impossible to secure. The damaged cubie was replaced, the station was rebooted, and all tests were successfully completed. No additional issues were noted. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system experienced a malfunction in which the drawer 4.2 pockets were continuously popped out and failed to recover. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.